Event description:
Customer's wife called stating the advance meter did not read correctly. In 2006, her husband was very ill so she checked his blood on the advance meter and it read 124. Her husband was so ill, she brought him to the hospital where they tested his blood and got 900. They didn't do a blood test on the advance meter at the hospital but the two readings were within one hour of each other.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specifications.